Event description:
It was reported that the intra-aortic balloon ('iab') was prepped per instruction. The md inserted the super arrow-flex ('saf') sheath into the patient's femoral artery. The md met resistance when the iab was inside the saf sheath and as a result, the iab and saf sheath were removed as one unit. Another iab was prepped and inserted without incident. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.